Manufacturer narrative:
(B)(4). The lot was manufactured from august 26, 2012 ¿ august 27, 2012. The device was received for evaluation. Visual inspection was performed and noted white floating particles in the device. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white floating particles in a large volume intermate. This was identified during storage of the device. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.